Event description:
Boston scientific received information that (B)(6) months post implant, this device with non-boston scientific atrial and right ventricular (rv) leads displayed noise. The noise was reproducible with muscle contraction maneuvers. As it was thought there was a rv lead issue, a lead revision procedure was performed; the right ventricular lead was surgically abandoned and replaced (endotak reliance lead;model 0185 sn (B)(4)). Subsequently, post implant, a further episode of oversensing resulting in pacing inhibition greater than two seconds was observed. An internal technical service consultant was contacted and after reviewing the rhythm strips determined the noise was possibly related to a mechanical issue rather than myopotentials or electromagnetic interference. As the patient with this system is pacemaker dependent, an x-ray of the device header and memory download were recommended. No adverse patient effects were reported.

Event description:
Additional information was received. No decision has been made regarding further intervention. The device sensitivity was reprogrammed. It was thought this resolved the issue. No further patient symptoms were reported.

Manufacturer narrative:
According to available information, this device and lead remain implanted. When additional information becomes available, this event will be updated.

Manufacturer narrative:
(B)(4).

Event description:
--